Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "a distal device was used when an intermediated nail was inserted, but the drill entered dorsally at the distal dynamic hole and the screw was dislodged. The sleeve was manually lifted and a corrective drill was performed and the surgery was successfully completed. The patient was left with an unnecessary screw hole drilled posteriorly in the femur."